Event description:
It was reported that an asymptomatic patient presented in the clinic after receving a vibratory alert for extended charge time and popping sound. Charging was for capacitor maintenance.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. The cause of the extended charge time was found to be due to damge to the high voltage capacitor.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.